Manufacturer narrative:
Representative samples were returned for evaluation. Visual and functional inspections for strength were performed and the samples met the requirements.

Manufacturer narrative:
(B)(4) suture knots untying post-op. To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a feline underwent an ovariohysterectomy on (B)(6) 2015 and suture was used. The suture knots untied post-operatively.

Manufacturer narrative:
(B)(4).a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.